Event description:
Clinic notes dated (B)(6) 2013 indicate the patient experienced an increase in seizures, with drop attacks having 25-30 seizures per month. The physician continued the patient on his current medications and treatments. The vns device was interrogated, but settings left unchanged. The patient attended a surgical consult for vns replacement. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent prophylactic generator replacement on (B)(6)2014. The generator was received for analysis on (B)(4) 2014. Analysis was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Further follow-up revealed that the seizures were below the patient's pre-vns baseline frequency. The physician reported that the increase in seizures was not related to vns therapy.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on initial MFR. Report. Corrected data: this information was inadvertently left off of initial MFR. Report: "further follow-up revealed that the seizures were below the patient's pre-vns baseline frequency. The physician reported that the increase in seizures was not related to vns therapy."

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR provided an incorrect event date. This report is being submitted to correct this information. If explanted, give date (mo/day/yr), corrected data: previously submitted MDR provided an incorrect explant date. This report is being submitted to correct this information.